Manufacturer narrative:
Technical eval: the proximal catheter shaft was broken and there appeared to be shaft necking at the break zone. There were three necked zones on the catheter 1-7 cm from the distal end. Conclusion: the shaft was likely necked and broken prior to wire insertion; however, the true cause of this failure cannot be determined. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.

Event description:
During preparation for the case, the physician tried to advance a wire through the catheter, but the wire would not advance past the proximal end. The physician removed the wire and reintroduced it via the stiff end. As he advanced the backend of the wire into the catheter, the catheter separated completely where the working length of the catheter meets the proximal flexible portion.